Manufacturer narrative:
Investigation included customer support troubleshooting and user education. Investigation of this case revealed no device malfunction was identified based on the interaction and the event was consistent with hypoglycemia of unclear cause. It was concluded that the event involved hypoglycemia with user-managed treatment and no further clinical sequelae identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user newly started on the ilet experienced low blood glucose and contacted support to ask whether any device action was required; the user was advised to treat with oral fast-acting carbohydrates and informed that the sensor would reflect glucose changes on the ilet. Symptoms included low blood glucose without reported adverse clinical effects. Outcomes included self-treatment with oral glucose and continued monitoring.